Event description:
It was reported that a customer was unable to infuse solution using the ports on the continu-flo solution set (3 luer-activated valves). This was reported to have occurred in the oncology department. It was reported that this event caused a chemotherapy infusion to be delayed/stopped. The customer stated that they used the middle and lower ports of the device and connected a luer lock solution set to the middle port and a second continuflo solution set (3 luer-activated valves) to the lower port and ran all three lines on the colleague infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.